Event description:
Event description guidant received information that this atrial and ventricular lead triggered a lead safety switch to occur due to high out of range impedance measurements. Evaluation of both leads revealed a bipolar and unipolar impedance > 2500 ohms. Evaluation of the electrograms revealed loss of capture, resulting in an intrinsic rate in the 30's and symptoms of shortness of breath and dizziness. During the revision procedure, fluoroscopy noted that both lead's conductor coils were fractured in the clavicle first-rib region. The leads were then surgically abandoned and replaced.